Manufacturer narrative:
The field service engineer (fse) checked the module and did not identify any issues. The customer stated calibration and qc were acceptable. The investigation is ongoing.

Event description:
The initial reporter questioned results for multiple patients tested for sodium (na) on a cobas 8000 ise module. The following are examples of discrepant results for 3 patient samples. Patient 1 initial result was 133.7 mmol/l. The repeat was 138.8 mmol/l. Patient 2 initial result was 128.1 mmol/l. The repeat was 135 mmol/l. Patient 3 initial result was 130.0 mmol/l. The repeat was 135.7 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.